Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Corrected data: catalog # = tlc55. The analysis results found that one tlc55 was received instead of a tlc75. The device was received in good visual condition and with a reload present. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device was fired on the colon. The external sides of both staples lines were unformed. The target tissue was not that thick. Additional suture was performed. Another device was used to complete the case. There were no adverse consequences for the patient.